Event description:
Customer states: during inspection prior to use on a pt at hospital, a nurse confirmed the air could not be deflated completely only. Customer confirmed no pt involvement.

Manufacturer narrative:
If the sample is returned, a summary of the investigation report will be provided in a supplemental report.